Manufacturer narrative:
H11: livanova field service engineer was dispatched to customer facility and investigated the unit: the claimed event was actually a negligible leak, and no power failure occurred. Such leak cannot cause or contribute to death or serious injury. Therefore the event has been re-evaluated as not reportable. No specific action was currently deemed necessary. Livanova will keep monitoring the market. Livanova will keep monitoring the market.

Event description:
See inital report.

Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of power malfunction related to heater-cooler 3t system. The issue occurred during priming. There was no patient involvement.